Event description:
Vascular doctors placed a hickman line which required repair about 3 weeks later. Repaired without problems at that time. Again required repair without problems about 3 weeks after first repair. Called again two days after the second repair for a broken hickman line requiring removal.